Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported being unable to obtain her blood glucose readings due to her adc meter not working. It was further reported that customer experienced symptoms and was seen by her hcp, a reading of 413 mg/dl was obtained on an unknown brand hcp meter, customer was diagnosed with hyperglycemia and treated with 30 units of insulin.there was no report of death or permanent impairment associated with this medical event.